Event description:
Customer reportedly obtained results of 140mg/dl, 347mg/dl, 159mg/dl, 153mg/dl, 135mg/dl, and 141mg/dl on the advantage system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.